Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "on (B)(6) 2024, during temporary hemodialysis tube placement in the right femoral vein of a patient, blood was seen flowing out of the syringe under ultrasound guidance, and there was no apparent resistance when placing the swg. After withdrawing the swg it was seen that it was bent. It was difficult to dilate the skin, and the swg was withdrawn with resistance. It was replaced with another one for reinsertion, which was successful the second time. The patient was reported as fine"

Manufacturer narrative:
(B)(4). The customer returned one, opened kit for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the guide wire was kinked in three locations. Microscopic examination confirmed the kinking and revealed that the distal and proximal welds were full and spherical. No defects or anomalies were observed with the dilator. The kinks on the guide wire measured 495mm, 530mm, and 610mm from the proximal weld. The guide wire total length measured 685mm , which is within the specification limits of 678mm-688mm per the guide wire product drawing. The guide wire outer measured 0.849mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The dilator length measured 5 3/8", which is within the specification limits of 5 1/4"-5 3/4" per the dilator product drawing. The dilator outer diameter (per measurement b in the dilator product drawing) measured 3.289mm, which is within the specification limits of 3.160mm-3.480mm. The dilator inner diameter at the proximal end measured 1.4224mm, which is within the specification limits of 1.40mm-1.47mm per the dilator extrusion product drawing. The returned guide wire was inserted through the dilator. Resistance was encountered at the location of the kinks; however, all functional sections of the guide wire passed with little to no difficulty. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guide wire slowly through the skin". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained , and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed three kinks on the guide wire. These kinks created resistance when being inserted through the returned dilator. Despite the damage, the guide wire and dilator met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6) 2024, during temporary hemodialysis tube placement in the right femoral vein of a patient, bl ood was seen flowing out of the syringe under ultrasound guidance, and there was no apparent resistance when placing the swg. After withdrawing the swg it was seen that it was bent. It was difficult to dilate the skin, and the swg was withdrawn with resistance. It was replaced with another one for reinsertion, which was successful the second time. The patient was reported as fine".